Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation was unable to determine a cause for the reported air embolism. The reported cardiac arrest (asystole) appears to be cascading effect of the air embolism. Air embolism and cardiac arrest are listed in the instructions for use as known possible complications associated with the mitraclip procedures. The reported unexpected medical interventions were results of case specific circumstances as cardiopulmonary resuscitation (CPR) was performed, and a temporary pacemaker was placed. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat a mixed mitral regurgitation (mr) with grade of 4. After advancing the ntw clip to the left ventricle, the patient went asystole. Air was suspected to be present in the patient but could not be confirmed. Cardiopulmonary resuscitation (CPR) was performed, and a temporary pacemaker was placed. The procedure was continued with the ntw clip being implanted, reducing mr to grade 1. There was no clinically significant delay during the procedure.